Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient experienced high blood glucose (bg) event while sleeping on (B)(6) 2026. The blood glucose (bg) was high and treated it by administration of insulin via bolus. The blood glucose (bg) was high for 3-4 hours. No further information available.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.